Event description:
It was reported that the spark of the electrocautery scalpel flew into the cement bowl and the mixed cement in the bowl burned during tka. There was no adverse consequences for the patient and operational staffs and the procedure was completed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer, item was discarded. If additional information becomes available, it will be submitted in a supplemental report.